Manufacturer narrative:
(B)(4). The review of the manufacturing records indicates the identified lot met all pre-release specifications. An engineering evaluation to the returned device was performed. The device evaluation stated that the stiffening wire was protruding from the leading olive. The findings from the evaluation were consistent with the physician¿s observations. The root cause for damage to the leading olive could not be determined from the available information. The warnings and precautions section of the conformable gore® tag® thoracic endoprosthesis IFU states the follow, ¿do not continue advancement of the guide wire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel or delivery catheter damage may occur.¿

Event description:
It was reported to gore that on (B)(6) 2017, a conformable gore® tag® thoracic endoprosthesis was to be used for treatment of a descending artery dissection. After deployment of an other brand (lifetech scientific) stent in the proximal, the gore tag endoprothesis was used to overlap with the deployed stent. The gore tag device was ever shaped by bending the catheter, and then advanced over a lunderquist guide wire. However, a resistance was felt when advancing the gore tag device to overlap the initially deployed stent. The physician retracted the gore tag device and advanced the second time, but it still didn't work, and under x-ray the leading olive tip of device was observed with some difference. After entire retraction, the gore tag device was observed with a wire protruding from the leading olive tip. The physician used other brand device to continue the procedure successfully.